Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, the user reported high blood glucose (bg) of 437 mg/dl after declaring a meal announcement two hours prior to what the user believed was too small. The user then made an additional meal announcement without eating to increase insulin delivery. The agent advised against declaring meal announcements without food and confirmed that the ilet system was delivering corrective insulin doses. The user agreed to continue allowing the ilet to correct bg and declined a follow-up call. The highest blood glucose (bg) recorded was 437 mg/dl. Bg was corrected through insulin delivery via the ilet system, and no medical intervention was required at the time of call. No symptoms were reported during the event.